Manufacturer narrative:
Pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Unable to verify battery cap damage due to pump received without the original battery cap. Pump received with cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the screen of insulin pump was scratched and it was hard to see what comes up also the battery cap was damaged. Customer also stated that insulin pump's case was cracked from top to bottom. Customer stated no damaged to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.